Event description:
It was reported that the device co2 function malfunctions. There was reportedly no patient involvement.

Event description:
It was reported that the device co2 function malfunctions. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which the following recommendations were provided. The remote service engineer advised to the customer to replace filter line and make sure the exhaust tubing is not kinked or blocked, reconnect the filter line to reset the module (and replace if necessary), replace the co2 and intake receptacle internal wires and tubing, and replace the co2 module. Also advised to use service guide as it has good drawings and diagrams of the co2 components. The customer subsequently followed up stating that no further service is required. The device remains at the customer site and no further evaluation is warranted at this time.